Event description:
Customer reported performing 2 sets of back to back tests on the compact plus system with results of lo and 304 mg/dl and 101 mg/dl and 282 mg/dl. No control information was provided. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.